Event description:
It was reported that the foley catheter sprung a leak right above the spot where you connect the 10 ml syringe to fill the foley balloon. The catheter was working well. It did look like it was kinked, I had just moved the pt so it may have been kinked for a total of 15 minutes. The foley balloon was drained and the foley was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter sprung a leak right above the spot where you connect the 10 ml syringe to fill the foley balloon. The catheter was working well. It did look like it was kinked, I had just moved the pt so it may have been kinked for a total of 15 minutes. The foley balloon was drained and the foley was removed. Customer responded via email on 18sep2025, it was reported that no sample is available. No lot number was provided. No patient harm was reported.